Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: DHR review could not be conducted due the insufficient information¿s. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that a surgeon was performing a unknown surgery on an unknown date. While trying to remove a 3.0mm cannulated screw with a 1.0 screwdriver, the screwdriver broke. The surgeon should have be using a 3.0 screwdriver for this surgery. No further information is available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: cannulated screw (part number unknown, lot number unknown, quantity unknown).